Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no other incidents reported from this lot. All available information was investigated and the reported single leaflet device attachment (slda) appears to be related to patient morphology/pathology. Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacturing or labeling of the device.

Manufacturer narrative:
(B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The clip delivery system was discarded and the mitraclip remains in the patient. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This report is being filed because the deployed clip detached from one mitral valve leaflet, but remained attached to the other mitral valve leaflet. It was reported that one mitraclip was successfully implanted in the patient with pre-procedure mitral regurgitation (mr) of 4. Although the grasp was considered to be really good and the visualization was good, after the second clip was deployed, it detached from the posterior leaflet. The physician believed this occurred where a failed alfieri stitch was torn away and there was no evidence of leaflet damage from the clip detachment. The procedure was stopped as mr was reduced to 1-2. No additional information was provided.